Event description:
Ethicon 5ml clip applier was fired x2; clips did not close all the way; on 3rd fire it jammed; on 4th fire the clips started coming out of the side of the device. FDA safety report ID# (B)(4).